Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Recall #: z-0497-2013.

Event description:
Information was received from a health care professional via a representative regarding a patient who received morphine 20 mg/ml at a dose of 14 mg/day and clonindine 200 mcg/ml at a dose of 140 mcg/day. The patient¿s concomitant medications were not obtainable. The patient¿s medical history included cancer of the lung in which it was noted the patient has had several mris with the pump. During normal use, there was an alarm of a motor stall and the pump was in a safety mode. The patient did not hear the critical alarm, ¿also the nurses¿. The patient did have an MRI on (B)(6) 2016. On (B)(6) 2016, the patient had underdose symptoms. Because of her bad constitution, lung cancer, they did not make a connection to the pump. The motor stall persisted also after a bolus programming. The session report from (B)(6) 2016 noted the eri was 16 months with a 12% increase in dose. The session print out from (B)(6) 2016 noted the eri was 14 months with no change in daily dose. A session report from (B)(6) 2016 noted the eri was 13 months with no change in daily dose. The log files on (B)(6) 2016 showed that ¿the battery was low¿ with the elective replacement indicator (eri) of 11 months. At the moment the patient was taking the opioids orally and intravenously. The pump session reports and logs from (B)(6) 2016 indicated that a pump reset occurred. The logs noted multiple reset-low battery resets occurred on (B)(6) 2016. On (B)(6) 2016 a motor stall was noted at 16:20 at that same time the pump was in safe state. Initially it was not clear if the doctor would change the system because of the bad constitution of the patient; lung cancer. The product status was implanted but out-of-service. No actions or interventions were taken and at the time of the report, the issue was not resolved and the patient¿s status was alive-no injury. On (B)(6) 2016 it was further reported that the patient was still in the hospital with a pneumonia and lung inflammation. She was receiving the opioids per ¿os¿ and intravenously. The doctor had planned the replacement of the pump when the lung inflammation fades away. The date of the operation date was not known. There was no more troubleshooting performed. The pump still had a motor stall.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received. The pump logs indicated that a motor stall occurred on (B)(6) 2016 at 16:19 with a motor stall recovery at 16:23. The safe rate in use message occurred on the same date at 16:19. A low reservoir alarm occurred on (B)(6) 2016 at 12:13 and an empty reservoir alarm occurred on (B)(6) 2016 at 12:29. A motor stall occurred on (B)(6) 2016 at 12:01 with a motor stall recovery at 12:43.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the representative further provided that the pneumonia and lung inflammation were not related to the pump. Because of her bad constitution, nobody recognized that the shivering and the sweating could be a problem of the motor stall. These were the same symptoms for a pneumonia. Nobody heard the critical alarm of the pump. The previous information reporting that they did not make a connection to the pump meant that they had no n-vision in the clinic and had thought the symptoms had come from the pneumonia. The clinic did not have an n¿vision and therefore the pump was not checked after the MRI on (B)(6) 2016. The MRI on (B)(6) 2016 was performed for the patient¿s lung cancer. At (B)(6) 2016 at 16:20, the patient did not have an MRI but at this time had an interrogation with an n¿vision to check the log files.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found high battery resistance.

Manufacturer narrative:
(B)(4) no longer applies to the event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.